Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer's am/pm time settings were not set correctly. The customer did not know how the pump time became inaccurate. Customer's blood glucose level was in the 400 range. Tandem technical support guided the customer through adjusting the pump settings.